Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments or partial display due to display anomaly.